Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 44 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 153 mg/dl. Customer was treat with food for low blood glucose level. Customer reported that the insulin pump did not working properly. Customer reported that the insulin pump didn't suspend on sensor setting 70 mg/dl. The insulin pump will not be returned for analysis.